Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn leaked with power injector the following information was provided by the initial reporter: on (B)(6) 2024, before the patient underwent enhanced CT, the nurse teacher in the CT room performed an indwelling needle puncture on the patient according to standard procedures. After withdrawing the needle core, there was blood leakage from the closed isolation plug, and there was liquid when injecting normal saline ( saline blood mixture) leaked out, so a new indwelling needle was replaced for operation, and then feedback was reported to the hospital purchasing center. Another similar incident occurred on (B)(6) 2024. The nursing teacher reported it to the purchasing center and informed our sales staff of the two incidents on the same day ((B)(6) 2024). It was confirmed that both incidents were products of the same model and batch number

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 3184113, is 18g and product code is 383951, produced on 2023/7, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer did not return samples and only provided 2 photos of defective samples. From the photos, it can be seen that the blood overflowed from the slit of the septum. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, this complaint is the second time, and the relevant complaint was (B)(4),this two complaints occurred in the same hospital; cause analysis: (1) according to the photos provided by the customer, the blood overflowed from the slit of the septum,and seems to be continuously leaking, suspected that the septum was damaged; but due to the customer did not return samples,can not confirm whether it was damage to the septum raw materials or damage caused during the production process; (2) this product 383951 is an 18g pegasus product (pvc extension tube), clinically used for peripheral venous infusion.CT belongs to high-pressure injection, and using this product for high-pressure injection may cause product leakage. Conclusion: no abnormalities were found in the process and retained sample products. Due to the customer did not return samples, can not confirm the slit status of the septum, and the customer used this product under high pressure. Therefore, the root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of this defect complaint.

Event description:
No additional information provided.